Event description:
A patient reported that patient was unable to test on the meter. Patient's meter allegedly would only prompts the error 1 message. This issue was not resolved with troubleshooting. Patient felt tired. There was no medical intervention or treatment given. No further information has been reported.